Event description:
Overdelivery reported. The pt experienced respiratory arrest while the device was in use. The pump was set to deliver epidural fentanyl 50 mcg/ml, loading dose of 20 mcg which could be repeated once, 10 mcg pca dose, 6 minute lockout and 300 mcg 4 hour limit. A nurse reported that just after the initial loading dose completed, the pt became cyanotic and apneic. She received narcan and was successfully resuscitated. The actual volume delivered (amount gone from the pca vial) was not recorded. The account clinical engineering dept reports that over time, the average delivery of the pump is within product specification. However, they feel the bolus dose or initial dose seemed to be above specification limits. The pt recovered fully and did not experience any adverse sequelae.

Manufacturer narrative:
The reported problem could not be duplicated. The noted pole clamp and error code 4b failures are not related to the complaint. The device operates within delivery specification. The frequency of death or serious injury reports for code 102 (overdelivery) for product is approx. 2.84/million sets.